Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed error. Customer¿s blood glucose level was 103 mg/dl. Customer was able to clear the alarm and was not able to complete rewind. Customer also reported that the insulin pump was not working properly and had blank display. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed a21 and self test. Device passed off no power test. No unexpected a21 alarm anomalies noted.